Manufacturer narrative:
The impella cp was returned intact for evaluation. In preparation of the evaluation of the pump the clinical information supplied by the facility was reviewed. A visual evaluation of the pump was performed; this evaluation was unable to identify any defects on the pump. The clinical information supplied by the staff reported that a combination of manual adjustment were performed on the repositioning sheath, and that in addition, the heparin dosage infused in the purge system had been lowered during patient support. This lowering of the heparin dosage infused in the purge system, and the removal of systemic heparin resulted in the patient bleeding resolving. A device history review was performed. There were no issues identified during the manufacture of this device, and there were no other complaints reported for other pumps in this same lot. In conclusion, the patient bleeding decreased when the repositioning sheath was manually adjusted, and the bleeding was completely stopped with the adjustment of the heparin dosage. The root cause of the patient bleeding has been determined to be user related, as it was caused by an incorrect dosage of heparin being administered to the patient. Therefore, the patient bleeding was as a result of improper anticoagulation therapy. The instructions for use (IFU) of this device advises the user of the following: do not add any alternative anticoagulant (such as a direct thrombin inhibitor) to the purge fluid. The impella® catheter has not been tested with any alternative anticoagulants in the purge solution. Dextrose solution (typically 5% dextrose in water with 50 iu/ml of heparin) is used as the purge fluid through the impella® catheter. A 500 cc bag of dextrose solution for purge solution (20% recommended; 5% to 20% acceptable) with 50 iu heparin/ml. As a corrective action retraining of the facility's staff was recommended, and training was performed on july 21, 2017, and is ongoing. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) year old female patient presented at the facility with an st elevation myocardial infarction (stemi). An impella cp was placed via the right femoral artery on this same date. The patient arrived in the cath lab where the removal of the peel-away sheath was completed and the repositioning sheath was advanced and sutured in place. The patient was found to have severe multi-vessel coronary artery disease. A drug eluding stent was placed in the left anterior descending artery (lad). The physician repositioned the pump under echo and advanced device 1cm. The impella was found to measure at approximately 3.5cm from the av. On (B)(6) 2017 it was observed that the device was anchored down with occlusive dressings and a knee immobilizer causing the catheter to be positioned non-coaxial to the artery. This resulted in bleeding at site. The catheter was then positioned so to allow the catheter and sheath to be repositioned with a more natural curve to the catheter when secured in place. The bleeding then slowed down but did not completely stop. The vascular surgeon was consulted, and sutures were placed around the repositioning sheath. Bleeding improved but the patient's hemoglobin fell from 11 to 7. In response the physician ordered the heparin and integeilin be discontinued and the purge solution changed to d5 only. Patient bleeding subsided. A total of 3 units of replacement packed red blood cells (prbc) were administered to the patient. On (B)(6) 2017 the patient was weaned, and the device was successfully removed after 46.50 hours of patient support. Surgical cut-down with closure of the artery was performed during explant of impella. The patient was reported to be in stable condition.